Event description:
It was reported to philips that the footswitch was not working intermittently. The device in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the customer was performing a non-emergency treatment at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and found that exposure and fluoroscopy were not functioning properly, and the footswitch sometimes failed when pressed for x-ray or image acquisition. The fse replaced converter 8e and wired footswitch, then returned for analysis. The footswitch was determined to be defective due to a severed cable; however, the supplier¿s analysis was inconclusive regarding the cause of the converter 8e failure. Additionally, fse also replaced unit dig. Kv ma control. After replacement, the system was returned to use in good working order. The failure of the wired footswitch can be attributed to the issues resolved in philips medical device correction z-2587-2023 the codes were updated based on the investigation outcome.